Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4)

Event description:
The consumer and a healthcare provider reported that they had their device removed because it was not functioning. The therapy was not effective and the patient was still having pain. The device was explanted and the patient recovered without sequelae. The patient's indication for use was spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.